Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the event occurred. The covidien technical support engineer (tse) troubleshot this issue with customer over the phone and customer was advised that this ventilator is no longer serviced. Covidien was not authorized to service the device.